Event description:
During an af procedure, it was reported that there was an error message in the non-abbott (ge caridolab) device "this stirn connection is invalid". This happened during pacing in the ep4 stimulator. The ep4 stimulator had passed the self test. This resulted in a delay to the procedure. It was found that this issue was traced back to the non-abbott (ge cardiolab) device. There were no adverse patient consequences event date: (B)(6) 2023 procedure: atrial fibrillation . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).